Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving bupivacaine [0.9 mg/ml] at an unknown dose and dilaudid [25.0 mg/ml] at an unknown dose via an implantable pump for pain therapy (specific indication for use unknown). At one point, the pump was also delivering morphine at an unknown concentration and dose. It was reported on 2017-oct-09 that the patient had a pump failure in early 2000s. It was stated that the manufacturer should have all this information because a manufacturer's representative was present at their surgeries. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The date of the event was approximately (B)(6) 2002. The patient experienced increased pain. The patient started experiencing the pump failure in (B)(6) 2002. The serial number of the pump was unknown. The pump was replaced (B)(6) 2002. The cause of the pump failure was unknown. The patient¿s weight at the time of the event was unknown. It was unknown if the pump was returned for analysis.

Manufacturer narrative:
The explant date was (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.